Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
A medwatch report should not have been filed on this device as it is not manufactured or cleared for distribution in the u.s.

Event description:
It was reported that during an initial total hip arthroplasty on an unknown date, the tip of the exceed impactor fractured during implantation of the acetabular cup. The fractured piece was retrieved and the impactor was used to complete the procedure.